Event description:
This MDR is related to MDR 3013840437-2024-00006 and 3013840437-2024-00007 referring to the same patient. This spontaneous report was received from a us physician and concerns a female patient. She was injected sub-dermally with radiesse, into the mid face. A 25 gauge cannula was used. Radiesse was diluted with saline, at a 1:1 ratio (product preparation issue, off label use of device). One day after the radiesse injection (reported as the following day), the patient experienced fever and chills. The day after that, she went to the emergency room and was admitted. They were concerned about an abscess, but after a computerized tomography (CT), it was determined there was no abscess and it was just a swelling. They treated her with 2 separate antibiotics, 1 dose of vancomyocin and 1 g of ceftriaxone. The outcome of the events was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event swelling (injection site swelling), was deemed to meet serious injury criteria of hospitalization. The device history record could not be reviewed as the lot number was not reported.